Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch lancing device has a broken lancet holder. This complaint is classified according to the documentation of the customer care advocate. According to the patient, the issue started about 3 ago. On (B)(6) 2013, the patient reportedly could not test her blood glucose due to the damage lancing device issue. Unable to obtain a numeric blood glucose reading at the time of concern, she randomly chose the amount of insulin and subsequently developed hypoglycemic symptoms described as ¿shaking legs, sweat and not clear eyesight.¿ she was able to administer self treatment with 2 sugar spoons and felt better. Troubleshooting indicated that the lancing device issue occurred 2 months after she initial gained accessed to the device. There was no product misuse. The issue was not resolved with training. The lfs products were replaced. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after she was unable to obtain a blood glucose result due to the lancing device issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.